Event description:
The pt reportedly experienced device intermittencies, sound quality issues and continued pain around the implant site. Device eval was performed and confirmed that the device was functional. However, due to the unresolved pain issue, a decision to explant the pt's device is being considered.